Event description:
On 5/1/12, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a steris 462cpast, serial number (B)(6) had the head end jack that was not reaching its full height. Please find additional contact information below. Per (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)